Event description:
After submission of the initial MDR, product was returned and investigated on 12/3/2025. It was determined this complaint does not meet the criteria of a reportable event per corpft-140202.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that a receiver reinitialization occurred frequently between11/17/2025 and (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).